Manufacturer narrative:
Continuation of d10: product ID: stedi-3 (lot: 10003153); product type: guidewire; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic bioprosthetic valve implant procedure, a post-implant balloon dilation was performed with a 24 mm non-medtronic (z-med) balloon due to under-expansion of the valve and moderate-severe paravalvular leak (pvl). Following the balloon dilation, a large amount of force was required to remove the balloon off the medtronic (stedi) guidewire, causing the guidewire and balloon to pull toward the inferior curve of the aorta and the valve frame c-tab. The balloon caught the c-tab and bent the tab backwards. There was concern of causing the valve to embolize, but embolization was prevented by applying intense forward pressure on the guidewire to reposition the guidewire and balloon off of the c-tab. The valve frame c-tab returned to its normal position once the balloon and guidewire were repositioned and removed. The case was completed without further issue.